Event description:
Approximately one year and four months after implantation, the site reported that the patient experienced a high power event. The vad coordinator stated that the pump power began to rise and the patient was transferred to the hospital with a suspected thrombus. The patient was sent to the operating room and a pump exchange was performed.

Manufacturer narrative:
The device is not available for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product will not be returned.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Log files were not available for review despite attempts to obtain them. The site reported that they visualized thrombus on the impeller blades upon pump explant; however, photos were not provided. The cause of the reported event cannot be conclusively determined. No additional information will be forthcoming.